Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic hernia procedure, while the surgeon needs to tack mesh, there were difficulties with loading reload onto the handle. There was no problem with pressing "push the reload" button, no problem with articulating, tacks were fired normally, fired tacks penetrated the tissue. Replaced by another device to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices with articulating reloadable instruments. Visual inspection of first in strument noted the timing was disengaged. The articulation knob functioned properly. The handle could be actuated but did not cycle properly. The unit was disassembled and damage was noted to the spur gear. Additionally, a test device loading unit (dlu) could not be loaded due to the disrupted timing of the device. Visual inspection of second instrument noted no abnormalities. The articulation knob functioned properly. A test device loading unit (dlu) could be loaded onto the device. The handle could be actuated but tacks did not deploy. The unit was disassembled and damage was noted to the spur gear. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads. However because no device loading unit (dlu) was received, it cannot be determined if the disrupted timing is a result of improper loading of a device loading unit (dlu). The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.